Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set disconnected from the patient line of a cassette. This was identified during drain phase of peritoneal dialysis. It was further reported that the patient disconnected from the cassette and when reconnecting, the connection could not be tightened enough. The transfer set disconnected from the cassette as a result. Renal therapy services assisted the patient with ending therapy and reviewed proper procedures per the user manual. There was no report of patient injury or medical intervention associated with this event. No additional information is available.